Event description:
A peritoneal dialysis (pd) patient's wife (B)(6) called (B)(6) customer service stating the ritmed island dressing rips the patient¿s skin as its too sticky. Stated the medical action brand is better and would like that option when placing orders. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).